Event description:
It was reported an angio-seal device was deployed at bedside following discontinuation of a urokinase drip; hemostasis was achieved. Approximately 1.5 hours later, upon getting out of bed, the pt's leg became mottled. The pt was taken to surgery, a cutdown with balloon arthrectomy was performed, reportedly, the angio-seal device collagen was removed. The pt was reported to be recovering. The physician does not allege the incident was caused by the angio-seal device.